Event description:
Pump was reported to have an alarm 20 issue. Blood glucose level did not exceed 500 mg/dl and was within normal range. Resolution involved replacing the pump, with customer using mdi as backup therapy. Cts confirmed shipping arrangements and provided instructions for returning the defective pump.